Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018, service found the pump had no buzzer sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump does not infuse properly.¿ the unit was triaged and the customer¿s reported condition was not confirmed. However, the service technician observed no audio. A trend has been identified and a corrective action has been opened to address the issue of no audible alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.